Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity and head/brain injury. The date of the event was (B)(6) 2018. It was reported the patient was admitted (B)(6) 2018 for a "wound" - "stage 4 decubitus ulcer " which was unrelated to the pump device. The pump ¿expired" as of (B)(6) 2018. The representative went to the hospital on (B)(6) 2018 to read the pump and verified that the pump needs to be replaced. It was clarified that the pump battery was depleted. The patient needs to have a refill of the pump next month and he usually gets filled two times per year. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The patient was being discharged this week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was unknown why the pump was not replaced. This patient was transferred to a rehabilitation hospital. The pump was still in the patient and the facility was trying to determine if they were going to refer him out for a replacement. The patient¿s weight was unknown and he is confined to a bed.